Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for two patients on their access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). This report is related to the results generated for patient two (2). Mdr2122870-2015-00057 addresses the results generated for patient one (1). The initial result from patient 2 was within the customer's normal reference range. The sample was re-analyzed on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and produced a result above the customer's normal reference range. This result was released from the laboratory. The customer repeated the sample a third time on the same system and a result within the customer's normal reference range was obtained. There was no report of injuries, or change to patient treatment in connection with this event. Calibration, quality control (qc) and system check were within specifications. The patient sample was collected in a lithium heparin plasma non gel tube, centrifuged at 7200 rpm (revolutions per minute) for three (3) minutes at room temperature. No sample integrity issues were noted.

Manufacturer narrative:
The customer did not provide patient demographics: age, date of birth, sex or weight. The accutni+3 reagent was not returned for evaluation. The customer contacted their third party service provider to address the non-reproducible results obtained. The cause of this event cannot be determined with the available information. (B)(4). All related reports MDR 2122870-2015-00057.